Event description:
Note the patient received two leads from the same lot number. It was reported during the patient¿s elective ipg replacement procedure (no allegations against the device), one of the patient's leads was fractured. The lead was explanted and replaced. The patient reported receiving effective stimulation post operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.